Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
This is a general comment from four physicians regarding their experience with the absolute pro self expanding stent system (sess). The experiences for this hospital were: difficulty crossing balloon once stent is deployed in budding atheromas. This seems due to the stent configuration and possibly its radial force, leaving disparities that seem to hook on to materials going through stent (balloons and wires); decreased visibility on insertion, of sheath covering stent and of stent in very obese patients. No additional information provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.